Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On 29-mar-2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 350 mg/dl with symptoms of nausea and excessive thirst. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had remained on the pump at the time of the call. The reporter alleged that the pump¿s time and date settings had reset to default after a battery change and the patient hadn¿t noticed before continuing pump therapy. Due to the time and date change, the patient¿s basal delivery program was out of sync with the normal expected deliveries. When the pump is powered on the display screen prompts the patient to verify the time and date before resuming deliveries. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event after not verifying that the pump¿s time and date settings were correct.